Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor was left stuck in the sheath while placing the angio-seal. No plaque was visual on the ultrasound around the puncture site. Physician reported no hearable click while inserting the carrier device. Carrier device seemed correctly assembled to the sheath, so the physician proceeded the closure. Customer closed the groin by manual compression. The procedure performed for the patient prior to use of closure device was a retrograde puncture of the common femoral artery (afc). Sheath size used was a 5fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. Tacktile feedback was normal (except no hearable click was noted) until the point of setting the anchor against the anterior vessel wall' by pulling back. No resistance was felt and then whole device came out. Groin was closed by manual compression. The patient was in stable condition. No harm to the patient and blood loss was less than 250cc's. Hemostasis was achieved by manual compression. No extreme bmi was measured for the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned to for product evaluation. The returned sample included the header bag, guidewire, arteriotomy locator, hemostasis sheath and carrier tube assembly. There were blood-like substances on the returned device. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. The anchor was observed to be within the hemostasis sheath. No other visual anomalies were observed. Functional testing was performed. The hemostasis sheath was unmated from the carrier tube assembly. The locking mechanism was reset to forward-lock position. The hemostasis sheath and carrier tube assembly were mated, a clicking sound was clearly heard and the anchor was observed to release. The device cap was pulled back to set the locking mechanism to rear-lock position. The anchor was observed to be posted on the tip of the sheath. A digital force was applied to the anchor and the collagen, tamper tube and clear stop were observed to release. No functional anomalies were observed. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely root cause is not placing the device in full forward lock position. Review of the DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.